Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, a supply change was performed to address the issue and insulin delivery was resumed. There was no reported impact to the customer's blood glucose (bg) level.

Manufacturer narrative:
Device not returned